Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The bilaterally implanted recipient reported that he began not hearing as well on the left side. No reports of accident or trauma have been received or changes in health. The recipient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound perception with the device. No reports of accident or trauma. No reports of health changes. Further medical intervention is considered and imaging will be done.